Event description:
Surgeon using echelon 60/34mm stapler on field with green load. Per surgeon, stapler misfired, made incomplete staple line on stomach, causing stomach perforation. New stapler presented, echelon 60/44mm used with black load, and perforation immediately sealed.